Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was high impedance on several electrodes. The rep reported that when run at 0.25v electrodes 8, 10, 12, 13 and 14 were all greater than 4,000 ohms. The rep reported that the high impedances were noticed for the first time on the day of the report. The rep reported that the ins battery status was okay and capacity was at 2.9v. The rep reported that the patient was getting therapy coverage. It was noted that the patient was implanted in 2013 and had used different settings over time. Additional information was received from the rep on 2017-07-17. The rep reported that the cause of the high impedances was unknown. No further complications were reported.